Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen. The patient stated the cgm was displaying a normal glucose value; however, he passed out and experienced two seizures. His wife called emergency medical services (ems) and he was treated with intravenous (IV) therapy and an injection of dextrose or glucagon. The patient was unable to provide the cgm and bg values but stated they were 20 ¿ 30 points off. The patient was hospitalized for 4-5 days where he received IV fluids, dextrose and insulin as needed based upon his bg. At the time of contact, the patient as in stable condition. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.